Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-aug-2023. H6: investigation summary. One sample and one picture were available for investigation. A quality engineer was able to review the sample and photo of a syringe 5ml ll bns from lot #2300951 regarding item # (B)(4) with the reported complaint of ¿plunger rod broken / damaged¿. The sample and photo were examined, and the complaint has been confirmed. The likely cause of the defect is a misalignment of the infeed throat during the assembly process. A review of the device history record was completed for batch #2300951. All inspections and challenges were performed per applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. However, a qni (quality notification initiation) form was completed for a damaged plunger. The associate performed an inspection of the assembled syringe per qc701025 with aql=0.65%. 315 samples were collected and inspected with an accept/reject criteria of 5/6. The inspection passed with zero defects found. No further actions were required per qc701502. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd plastic non-sterile luer-lok¿ tip syringes' plungers were found broken during an inspection. The following information was provided by the initial reporter: "during incoming inspection, 1 out of 20 syringes inspected was found to contain a broken syringe plunger."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastic non-sterile luer-lok¿ tip syringes' plungers were found broken during an inspection. The following information was provided by the initial reporter: "during incoming inspection, 1 out of 20 syringes inspected was found to contain a broken syringe plunger."